Event description:
It was reported that physician was not satisfied with the current of injury of a leadless atrial pacemaker at implant. When the device was repositioned, the helix would not fixate. The device was removed from the patient and then a stretched helix was noted. The device was replaced to complete the procedure. Patient was stable with no consequences.

Event description:
New information noted that the patient exhibited atrial fibrillation during the procedure, leading to the unsatisfactory current of injury measurement.

Event description:
New information received noted atrial fibrillation self-converted.